Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to an independent repair center for evaluation. The result of the evaluation was that the power switch was defective, causing the audible alarm not to function, which confirmed the original complaint issue.

Event description:
Dealer states the alarm is not working. Per the independent repair center, the reason for repair is unit alarms not functional. The key failure is the on/off switch caused no alarm.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the alarm is not working.